Event description:
The customer contact reported an adverse event while the device was in use. On an unspecified date and time, the device was programmed to deliver unspecified concentrations of tpn and calcium with a distal occlusion setting of 6psi. No further programming parameters were provided. In 2009, the customer reported "piv in pt's right hand noted to be infiltrated. Right hand edematous and blanched area noted around catheter insertion site." The patient was treated with an unspecified volume of hyaluronidase. The customer contact reported "our policy requires checking IV site every hour, but most nurses chem more frequently than that." There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The customer has been notified that infusion pumps are not designed to detect an infiltration. An infiltration can only be sensed as an occlusion by the pump when the maximum pressure variance set for the pump has been exceeded. Due to the displacement of fluid within the surrounding tissue, the pressure sensed by the pump may not exceed the set occlusion pressure limit. A significant infiltration can occur without causing an excess pressure within the system and thus, would not elicit an occlusion alarm. According to documentation in health devices: "the belief that the pumps themselves produce infiltration is inaccurate. Rather, the usual causes of infiltration are dislodgement or improper insertion of either a catheter or - in the case of a subcutaneous injection port - a needle. Thus, to avoid problems, staff members should monitor IV sites of patients who are receiving infusions through pumps at least hourly to ensure that catheter or needle dislodgement and subsequent infiltration do not occur."